Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured increasing ventricular pacing thresholds since implant. Capture could not be obtained, even at maximum output settings.